Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted concurrently with vaginal hysterectomy, rso, due to uterine prolapse and enterocele . No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh and bard align were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2011 due to cystocele and sui. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, fistulae, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent implantation of align suprapubic sling on (B)(6) 2011 due to sui. It was reported that patient underwent mesh revision on (B)(6) 2013 due to continued urinary problems. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.